Event description:
It was reported that the iab was attempted to be inserted without using a sheath. The iab kinked and could not be advanced fully. It was removed and replaced using a sheath without any complications.